Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an explantation procedure due to normal battery depletion, moisture was observed in the header of the device. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Analysis of the device found no header damage or blood leaks between the epoxy header and the device can. Blood in the connector ports was isolated to each individual port with no leaks, and are considered normal with no clinical risk. The device passed electrical and noise testing with no anomalies found, and the device is normal eri. The reported event was moist header or blood on the header which was confirmed to be normal and due to the procedure.